Event description:
Additional information received reported that the patient was implanted elsewhere and came to the current hcp on referral from an outside physician, and was not managed by any hcp at this facility. What the patient verbalized at the time was not a statement of product malfunction but rather that the amount of relief she was getting was not what was expected. The manufacturer's representative did not comment on the suspected condition of the catheter and whether it was broken because he did not know that to be the case. The interventional radiologist noted that the catheter was placed in the lower lumbar region, and stated that he had not been told that the lumbar catheter tip placement of an intrathecal pain pump catheter was wrong or "not far enough" and stated it was solely left to the discretion of the implanting surgeon. The hcp reportedly did surgically revise the catheter "but not because he suspected malfunction." The hcp felt if he could place the catheter tips high in the thoracic spine "possibly the patient would experience more pain relief." A new intrathecal catheter segment was inserted with the catheter tip in the thoracic spine. The existing catheter was patent and found to have cerebrospinal fluid (csf) flow.

Event description:
It was reported that there was a catheter problem. In ¿february 2015¿ the patient found out the catheter was ¿twisted and broken.¿ a catheter dye study was done at ¿the end of (B)(6) 2015¿ which was when a manufacturer¿s representative found out about the issue, per the reporter. It ¿looked like the catheter was barely in the intrathecal space¿ per the manufacturer¿s representative. The healthcare professional (hcp) decided to replace the distal segment and ensure the catheter was placed more securely in the intrathecal space, in an effort to improve therapy. Per the manufacturer¿s representative, the patient had never been fully satisfied with infusion therapy. A catheter revision was performed (B)(6) 2015 and the patient remained overnight. The pump was used to infuse fentanyl. The patient noted she was unable to find a new physician and that this experience had been challenging. The patient thought she would have to have the pump removed because of the inability to find a managing healthcare professional (hcp). No outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8782, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). Additional information reported that the manufacturer's r epresentative had understood the patient complaint as unexpected therapeutic effects and not a product issue at the time of the revision, which was described as an elective procedure in an attempt to improve pain relief. The manufacturer's representative was not aware of a reportable event at the time of the catheter revision. The previously reported late report due to field is therefore no longer considered late.